Event description:
Reporter alleged obtaining a result of 40 mg/dl on mobile system 1 compared back to back with a result of about 100 mg/dl on mobile system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). The customer stated he was about (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Absent the lot number, manufacture date cannot be determined. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.